Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Took x-rays of leads before removal as there was some suspicion they had moved from implanted location. X-rays confirmed migration during trial. Trial leads were removed on planned date. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.